Event description:
It was reported that a user experienced a false glucose sensor reading attributed to connectivity issues between the ilet and a dexcom g7 sensor, after which the user confirmed an in-range blood glucose by fingerstick and was guided to enter a blood glucose value into ilet for calibration. Pairing attempts included toggling g6/g7 settings and reentering the g7 code, with the sensor left in pairing mode at call conclusion. No reported adverse physiological effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed a pairing failure with the continuous glucose monitor (cgm) responsible device not identified, with suspected communication or configuration error. It was concluded that the event was due to a cgm connectivity or pairing issue without patient harm.